Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of sensation in her lower extremities and some motor loss during the permanent implant procedure on (B)(6) 2016. The physician removed the implant and once neuromonitoring showed improvement the physician implanted the same lead retrograde. Postoperatively, the patient experienced some weakness in her lower extremity, however the weakness was improving.

Event description:
Follow up information identified the patient is still experiencing some right leg weakness and is receiving home physical therapy. The patient uses a walker to ambulate.

Event description:
Follow up information identified the patient has been discharged from rehabilitation and is still experiencing some weakness in her right lower leg.